Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg on (B)(6) 2020 not on (B)(6) 2020 as previously reported. This addressed the issue.

Manufacturer narrative:
Corrected data: section d7 explant date: (B)(6) 2020 is the correct explant date.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged and had therapy about two years ago. To address the issue, the physician explanted the inoperable ipg and replaced it with a new model on (B)(6) 2020.